Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted radical cystectomy (with urinary diversion) surgical procedure, the customer found wire was broken from the monopolar curved scissors (mcs) instrument and could not move properly. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: reporter confirmed the wire of the monopolar curved scissors (mcs) was broken, the instrument was moving as should. However, the jaws were not completely opening, not closing and not turning.